Event description:
The laser system has the following problem: "fiber broke off in barrel of fiber port." No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to operator mishandling; the fiber has been screwed too much and an internal nut got loosened instead. We are unaware about patient injury.